Event description:
(2/2, reference (B)(6) for related complaints) (documenting pump (B)(4)) it was reported that the patient was hospitalized from on (B)(6) 2022 due to cadd ms3 pump stopped working and was not getting any medication. Pump was reprogrammed successfully. (B)(4). No further details provided. Remodulin strength: 10 mg/ml. Dose: 40 ng/kg/min. Subcut. Frequency: continuous. Date of use: start date (B)(6) 2021. Lot number 2101926, expiration 11/30/2022. Indication/diagnosis: primary pulmonary arterial hypertension.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.